Event description:
It was reported that there was a device related thrombus. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 24mm watchman flx laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. The patient had a 45 day follow up transesophageal echocardiogram (tee) procedure. The imaging showed good results and no issues were reported. Eight (8) months post procedure the patient had another tee procedure. The imaging showed that there was a device related thrombus present. The patient was restarted on anticoagulation medication to treat this event. No other complications or consequences were reported to have occurred.